Event description:
The customer reported a malfunction related to their pump, displaying error code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support assisted the customer by providing instructions to reset the pump, though the malfunction persisted. Consequently, technical support decided to replace the pump and instructed the customer on using a multiple daily injection (mdi) therapy to ensure uninterrupted insulin delivery. The pump was confirmed to be under warranty, and instructions for returning the pump using a pre-paid label were provided. Additionally, guidance was given on placing the pump into storage mode before returning it, which the customer acknowledged.